Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi30000546, serial/lot #: (B)(4): s/n (B)(4). The power switching board was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The secondary pendant failed to initialized. The image acquisition system (ias) remote desktop firmware installer confirmed x-ray control and power control firmware were outdated. Analysis found that the reported event was related to a software issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pendant dongle and power board were replaced. The imaging system then passed the system checkout and was found to be fully functional. The dongle was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. Continuity testing noted that the pins were shorted. No problem was found. The power board has been received by the manufacturer. However, analysis has not been completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was booting up in e-stop. The site had to hard reboot the system three times before the system was able to be used for the clinical case. There was no patient present when this issue was identified and there was no delay.